Manufacturer narrative:
Reliability analysis inspected two opened and/or used sensors and performed bicarbonate buffer test. One of two sensors failed for low readings and one remainings ensor passed per specifications with accurate readings. Analysis was not required for an expired sensor.

Event description:
It was reported that the customer received calibration error, sensor error and change sensor alerts. No sensor error alaerts were found in the alarm history. The customer's blood glucose was 251 mg/dl, which was treated with the insulin pump. The customer stated that there were discrepancies between her sensor readings and her blood glucose. The customer also stated there was possible pressure at the side and the sensor was pulling out. The customer reportedly received a bad sensor alarm when she was calibrating. This occurred after a second calibration error. According to the customer, the calibration errors were not the result of an incorrect blood glucose or delayed entry.